Manufacturer narrative:
The customer reported that power key could not turn on was confirmed. Test results identified that the returned keypad¿s on key was not functioning and the ac indicator light did not illuminate. An internal inspection was performed on the returned keypad. The keypad was observed with signs of contamination due to fluid ingress and trace damages were also found. Testing performed on the returned keypad found all of the keys were functioning as intended with the exception of the on key on the keypad was not functioning as intended. The ac indicator light did not illuminate on the keypad. Test method information: n/a ¿ no test method is available for this issue. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module 15277131 service history record showed the device had a manufacture date of 07/27/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/29/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypad was received for investigation.

Event description:
It was reported that power key no longer function and device would not be turned on. Therefore, one pcu front case with keypad needed to be replaced. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that power key no longer function and device would not be turned on. Therefore, one pcu front case with keypad needed to be replaced. There was no patient involvement.